Event description:
On (B)(6) 2003, fistula doesn't work. Pt refused treatment until (B)(6) 2004 - catheterogram done, revealing fragment of catheter in right atrium. On (B)(6) 2004, venogram to snag fragment was unsuccessful. On (B)(6) 2004, full thoracotomy - retrieved fragment which was stuck in tricuspid value.